Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated before the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Perform self test and test result was failed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.